Event description:
Additional information received notes that the patient's right ventricular (rv) lead also exhibited high defibrillation impedance. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was discharged following the procedure.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episode due to oversensing noise and high pacing impedance on the right ventricular (rv) lead. Conductor fracture was suspected on the rv lead. No changes or intervention was performed. The patient condition was stable.